Event description:
Near-infrared spectroscopy (nirs) probe on right lower back resulted in a medical adhesive related skin injury. Injury is a dry brown thin scab with an area that may have been open, now dry reddish whitish color, and a dry blister on the bottom left.

Event description:
Near-infrared spectroscopy (nirs) probe on right lower back resulted in a medical adhesive related skin injury. Injury is a dry brown thin scab with an area that may have been open, now dry reddish whitish color, and a dry blister on the bottom left.